Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a coughing fit the night after the implant procedure, resulting in the right ventricular (rv) lead and right atrial (ra) lead exhibiting high thresholds. It was noted that the ra lead tip had dislodged. A rv lead revision was attempted but unsuccessful due to the positioning difficulty. The rv lead was explanted and replaced. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.